Event description:
It was reported that during a training, the autopulse platform displayed a "realign patient" message that could not be cleared. Customer tried to move the mannequin and restart the device several times but the device did not work. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 05/16/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of a "realign patient" error message was confirmed. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive shows that multiple user advisory (ua) 19 (max applied load exceeded) faults occurred on (B)(6) 2014. The archive also shows that a very large object was used on the platform during compressions at the time these faults occurred. Functional testing was performed and the reported issue of a "realign patient" error message could not be reproduced. Load cell characterization testing indicated that both load cell modules were functioning within specification. The platform was tested with a 95% patient test fixture (equivalent to a 250 pound patient) for several hours with no faults or errors observed. Based on the investigation, no part was identified for replacement. In summary, the reported complaint of a "realign patient" error message was confirmed based on the archive review but could not be reproduced during functional testing. The root cause for ua19 could not be determined. Upon completion of servicing, the platform passed all testing criteria.